Event description:
A complaint was reported by a distributor regarding an issue with the speaker and vibration function of a pump. The customer indicated that the speaker was not audible, despite the sound settings being turned on. Technical support instructed the customer to adjust the alert sound setting to high and verified the pump was functioning as intended when the incomplete bolus alert sounded appropriately. The customer expressed dissatisfaction as the pump had not been providing alarm sounds for several weeks, and attempts such as restarting did not resolve the issue. Consequently, the customer was informed that the pump would be replaced under warranty, and instructions were provided for storage mode during transport. The customer was also instructed to return the problematic pump using a pre-paid label. There was no reported impact to the customer¿s blood glucose level or information on the backup therapy the customer would use.